Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there was a defect on motor, it had to be ordered and replaced. The motor was replaced. The system function was checked. The imaging system then passed the system checkout and was found to be fully functional. The motor was returned to the manufacturer for analysis. Analysis found that it was unable to confirm reported complaint, ¿gantry movement in x-direction not possible.¿ passed visual. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that site pushed the button but no movement in x-direction was possible. There was no patient present when this issue was observed.